Manufacturer narrative:
Insulin pump passed displacement test. Pump error 63 alarm (variableinfo=3) during self test and confirmed in the pump history due to broken trace on u1 keypad assembly. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had a pump error alarm. Customer was able to clear the alarm. Customer received request to rewind insulin pump. Customer was able to complete insulin pump rewind. Customer stated that the insulin pump had no delivery alarm. Customer had not tried all remedies. Customer was perform self test and it was pass. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.